Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges leaked from the bottom. A new cartridge was successfully loaded to address the event. Blood glucose was 300 mg/dl.